Event description:
1/6/2023, it was reported by a sales representative via email that an ar-9821 apollorf xl90, aspirating ablator overheated and had one side of the ablator burnt. This was discovered during a shoulder scope rcr procedure on (B)(6) 2022. Surgeon completed the case with a shaver instead.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint is confirmed based on the provided photos that show the tip burnt. However, without the return of the device for physical evaluation, the most likely cause is attributed to a user error by prying/levering the device against hard bone or other instrumentation during use.

Event description:
Additional information received on 1/9/2023: per the sales representative, while the ablator was decompressing inside the patient's shoulder, it looked like a quick burst of flames came out of the side. There was no harm done to patient or any of the staff in the operation room at the time. An ar-8500bc bone cutter was used to complete the case.